Event description:
A surgeon reports that a detached haptic was identified during positioning of the lens in the sulcus. The incision was enlarged and a suture was required to accommodate removal of the iol. The surgeon stated he felt it was too "risky" to replace the lens during the initial procedure. The pt is aphakic at present. An unplanned second procedure is required to replace the iol. Additional information has been requested.

Event description:
The surgeon provided additional information stating the pt recently had a second lens implanted by another surgeon. No problems have been reported. The pt's current visual acuity is 0.5 (20/40).